Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the hospital surestep flexx meter was reading inaccurately low compared to a lab draw reading. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated, the patient was admitted to the emergency department (ed) on (B)(6) 2013 for a bacterial infection of the toe. The reporter was unable to state if the patient had received any treatment prior to arriving at the ed. The reporter stated, the patient was not exhibiting any symptoms suggestive of an acute complication of diabetes at the time of admittance to the ed. However since the patient had a history of diabetes, the patient's blood glucose was tested as a routine work up. It is unclear what the patient uses to manage his diabetes. On (B)(6) 2013 at 11:32am a blood glucose reading of "397mg/dl" was obtained on the lfs meter, and was compared to a reading of "611mg/dl" obtained with a serum lab draw method on (B)(6) 2013 at 11:35am. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl obtained within 10 minutes.the reporter stated the nurse received the lab results at 12:07pm, and treated the patient with 5 units of regular insulin on (B)(6) 2013 at 12:30pm. At the time of troubleshooting, the cca determined the meter was used by a healthcare professional in a clinical environment. The meter was used with a single patient, and the issue occurred with a single meter. The cca confirmed the user was using the correct testing process and the patient's hematocrit was within range. The test strips and test strips vial were in good condition. When a control solution test was run, the result was within the recommended range. Replacement products were sent to the patient. This complaint is being reported as an adverse event because due to the alleged issue, a severely high blood glucose reading was obtained and the patient required treatment from a healthcare professional.

Manufacturer narrative:
(B)(4): the test strips, control solution, and meter were evaluated and not faults were found. The meter was evaluated; pa was unable to reproduce the error. The meter was found to function properly. The test strips also passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.